Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was informed they may continue to use the pump and advised to call back if any issues arise again.